Manufacturer narrative:
Further information was requested but not received. Event date is an estimated event date as the issue was discovered 4 years ago.

Event description:
It was reported that the asymptomatic patient presented for a follow-up visit in the clinic. It was noted that the right atrial (ra) lead exhibited low pacing impedance and a high pacing threshold. The ra lead was capped and replaced on (B)(6) 2026. There were no patient consequences.